Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round high profile 330cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was diagnosed through a visit to the physician¿s office. As a result, an explant was performed on (B)(6) 2022. The right sided device was reported initially under 1645337-2022-03800 on (B)(6) 2022. Both the left and right prosthesis was returned to mentor on (B)(6) 2022. On (B)(6) 2022, analysis was able to determine that there were findings with the left side also consistent with deflation. This report relates to the left prosthesis.

Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation was performed for the finished device 5883950 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was found on the anterior view of the breast implant measuring approximately 1.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).